Event description:
Information was received from a healthcare provider regarding a patient receiving unknown morphine (2mg/ml at an unknown dose) via an implantable pump. The indication for use was spinal pain. It was reported that the caller, a physician, stated that the patient came in monday for a drug change. The physician stated that the patient switched to a monotherapy of morphine 2mg/ml however, only the additional drug was removed and the old concentration of 1mg/ml of morphine remained programmed. The physician inquired if the patient would be able to use their personal therapy manager (ptm) if a new bridge bolus was programmed. The physician also stated they were sure the entire system (reservoir, internal pump tubing, catheter access port (cap) chamber and catheter) all had the new 2mg/ml concentration of morphine. The manufacturer's technical services specialist (tss) discussed that if the physician was absolutely certain the entire system had the appropriate concentration, they could remove the bridge and update the programming. Tss discussed that the patient would then be locked out for only the lock out duration programmed in the myptm screen. The physician did not mention any symptoms experienced by the patient. The physician confirmed they would correct concentration programming.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog; product type programmer, physician; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.